Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The issue reported was that the portable detector stopped communicating with the equipment after a fall . There's no allegation of death or serious injury. Based on the available information, this issue has been determined not to be a reportable event. Philips has started the investigation of this event.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site, checked the detector. The affected detector needs to be replaced. Installation, including configuration and calibration of the new wireless detector with success. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that after a fall the portable detector stopped the communicating with the system. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.